Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported patient's ipg was explanted at an unknown time due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was could not be determined due to insufficient information.